Event description:
A malfunction was reported on the customer's pump, causing their blood glucose level to read "high," though no specific value was available. The customer addressed the high blood glucose level by administering a correction injection via manual delivery and did not require third-party assistance. The customer reverted to an alternate method of insulin therapy.